Event description:
During a follow-up, far r-wave oversensing that resulted in inappropriate automatic mode switch (ams) episodes were observed on the device. No intervention has been completed at this time and the patient is stable with no consequences.